Manufacturer narrative:
Investigation is ongoing. Database update presented with character limitation. D4: (B)(4).

Event description:
As reported by the field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve in the aortic position, the balloon ruptured at the end of inflation. There was no pvl. However, while withdrawing the balloon it was stuck in the access site. The team performed an unplanned vascular surgery to take out the balloon. Patient is alive and stable. Upon follow up, the fcs responded to follow up questions and during the procedure, a balloon failure was observed. The balloon issue was identified as a balloon burst, which was visualized under fluoroscopy. No extra volume was added to the balloon prior to inflation, and no leak in the delivery system was reported. Blood was observed in the syringe, consistent with the balloon burst. There was no reported difficulty with valve alignment; alignment was performed in a straight section. As a result of the event, the balloon could not be captured inside the esheath+. The implanting team advanced the balloon to the iliac region. The bottom portion of the commander delivery system was separated using a surgical wire cutter, and the esheath+ was removed. The remaining portion of the commander delivery system was subsequently removed by vascular surgery. No instruments were reported to have been used to remove a balloon cover. Images documenting damage to other edwards devices were reported to be attached. Upon post removal inspection, the specific area of leakage could not be determined. The perceived root cause of the event was reported as left ventricular outflow tract (lvot) calcification. A 3mensio report was reported to be available and attached. The edwards device involved in the event is not available for return, as it was discarded.